Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on the guide pin of the electrical connector the water tightness was lost, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and a crack, due to clogging of the nozzle the water removal ability did not meet the standard value, the electrical connector, suction connector and control unit had discoloration, the following were peeled; the adhesive around the objective lens, adhesive around the light guide lens and the paint on the suction cylinder, the plastic distal end cover had a dent, the connecting tube and universal cord had a wrinkle, the scope cover plate was unclear, and the following had a scratch; the connecting tube, protector of the universal cord on the suction connector side and on the control section side, the universal cord, switch 1, and the image guide protector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had air leaking from the waterproof cap connector, even after changing to another waterproof cap the problem did not go away. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. We could not confirm the reprocessing status due to the customer stating it was unknown. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.